Event description:
It was reported that the patient underwent a pocket revision. The next day at follow-up, loss of capture and sensing were observed. The lead was repositioned and good measurements were observed.

Manufacturer narrative:
No medwatch form was received.